Manufacturer narrative:
E1: phone (B)(6). H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the 100ml cassette was leaking, noticed after compounding. The leak was noticed after addition of saline and drug after airing out the cassette. Order required to compound hydromorphone drug. There was no patient involvement.

Manufacturer narrative:
Neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number 6005602 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Manufacturer narrative:
H2) device evaluation: d3 - manufacturing plant address, city, state, zip code, postal code, and country updated. D9 - date returned to manufacturer: 12/10/2024. H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was not duplicated. The cassette bag was filled with 100 ml of water using a syringe. During the fill process, a leak was observed to be coming from the internal bag at the seal. The cause of the customer reported issue was inconsistent sealing of the internal bag during manufacturing. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing.